Manufacturer narrative:
The reported event of ¿plastic from the sound cap fell into the patient¿ is confirmed. The device will not be returned for evaluation; however, the provided photographic evidence exhibits the reported event; a piece of the valve was torn off. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: failure to properly follow the instructions for use can lead to serious surgical consequences. If using the optional sound cap (8 mm, 12 mm), inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, ias8-100lp, airseal 8/100mm port, was being used on (B)(6) 2021 during a robotic hysterectomy procedure and ¿a piece of plastic from the sound cap fell into the patient during the case. They were able to retrieve the piece and no injury was noted to the patient.¿ after further assessment it was found, the procedure was completed with a one to two minute delay. A blunt grasper was used to pull/remove component out. No medical/surgical intervention required. Patient status is normal post-op recovery and there was no extended stay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.